Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Reportedly, the customer was not removing the residual air from the cartridge. Tandem technical support educated the customer to remove any residual air from the cartridge. The customer declined loading a new cartridge and continued to use the existing cartridge.